Event description:
At intervals, physicians using ra1000 (B) (4) and extends with powerscribe 4.7, are dictating the wrong exam. It appears that this occurs when the radiologist who usually works in dictate mode, leaves dictate mode into browse mode to look at another exam, interrupting their normal workflow. They then return to dictate, and the dictation does not tie in correctly.

Manufacturer narrative:
There was no reported pt injury associated with this event. A follow-up report will be filed if additional info becomes available. (B) (4).